Event description:
A malfunction alarm was reported, identified by the code malf 0, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, which resolved the issue, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump.